Event description:
Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device's hands-free cable was not working. The rse evaluated the device and determined that the reported issue was caused by damage to the hands-free cable, which required replacement. To resolve the issue, the customer was advised to order a new hands-free cable. The device remains at the customer¿s site, and no further evaluation is warranted at this time.